Event description:
This is being filed to report the thrombus requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve when thrombus was noted on the tip of the clip. The cds was removed without issue. Before insertion of the second cds, it was noted thrombus was on the tip of the steerable guide catheter (sgc) and in the inner lumen. Aspiration was performed without success and air was noted in the sgc hemostatic valve. The air was aspirated from the sgc and the handle was positioned below the level of the left atrium (la) to allow blood to fill the guide lumen. The sgc was then removed and replaced with a new one. The procedure was completed with two clips implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The additional device referenced are filed under separate medwatch report number. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the thrombosis. There is no indication of a product issue with respect to manufacture, design, or labeling.